Event description:
Customer called to report a leak of wash solution around the blade wash station of the unicel dxc 600 synchron system. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and identified a broken elbow fitting from the cap piercer. The fse replaced the cap piercer assembly, which resolved the issue. The fse then verified instrument performance and confirmed that calibration and control results were within specification. The repairs were verified per established procedures.

Manufacturer narrative:
The root cause of the issue is attributed to a broken elbow fitting from the cap piercer. The issue was resolved when the fse replaced the cap piercer assembly. Customer has not called back to report any further issues relating to this event. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).)